Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, a small piece of plastic rubber of the threaded cannula broke into the joint. All pieces were removed by tissue grasper. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection found that the rubber seal on the top of the cap has been damaged and is missing a small piece of rubber. The piece of missing rubber was found in the inside of the cap. Both caps are are are scratched and have missing and damaged tabs. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force, off-axis insertion of sharp instruments, or fatigue on the seal from insertion and removal. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.